Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during therapy on the home choice (hc). The caregiver (cg) cycled the power to clear the alarms prior to calling. The hp started over with new supplies and drained the home patient (hp). The cg would contact the registered nurse (rn) regarding the air detect alarm and the hp being connected. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. As such, a root cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.